Event description:
The distributor of a user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the o.p.s. Valve leaked blood. While the customer was "flushing and sucking" through the vent line, the blood began leaking from the valve. As a result, air entered the patient's aorta. The amount of blood loss is unknown, as well as the results of the surgery completion.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 05/05/2015. The actual sample was not returned for evaluation. The lot number of the affected sample was determined to either be rl02 or rk11. Reviews of both device history records revealed no anomalies. Two retention samples from the product code ln130b lots rl02 and rk11 were used for evaluation. Both samples were visually inspected, finding no anomalies. The samples were then leak tested by pressurizing them to 3.5psi. No leaks were observed. All other functional parameters were tested on the retention samples finding that both pressure relief umbrellas and duckbill flow were operating as intended on both samples. All ops valves endure a 100% in-process leak test. A definitive root cause could not be determined, and the complaint was not confirmed. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Terumo has been informed that the surgery was completed successfully, although the amount of blood loss during the cause is unk.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code. (B)(4).